Manufacturer narrative:
(B)(4). (B)(6). It was reported that the patient underwent a laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy and anterior colporrhaphy on (B)(6) 2007 and a sling was used. The patient experienced continued incontinence, pain, painful intercourse, infections since about six months after surgery. (B)(4) dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with lavh/rso and a/p repair, due to symptomatic pelvic relaxation. No additional information was provided.

Manufacturer narrative:
(B)(4).